Event description:
A (B)(6) female patient contacted zoll customer support to report that the battery charger was not working and the power cord connector was bent. The patient received a replacement charger/modem.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (charger does not work/damaged connector) has been confirmed. Upon eval, the power cord connector for the charger interface was bent. The cause of the defective charger is the damaged connector. The root cause for the damaged connector cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged power cord connector. The patient received a replacement battery charger.